Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a defective power switch. However, the specific cause of the defective power switch was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, evis exera iii xenon light source had a discrepancy of damage power bottom. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the fan failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to the broken main power switch. Also, evaluation found the following: housing -scratches on top cover with metal exposed, missing tank holder, rear panel deformed, rear foot bent, front panel mouth damaged. The fan was damaged and noisy. The air duct was cracked. A worn-out socket slider switch causes intermittent use of high-intensity mode. The olympus lamp life meter was reading over 500 hours; the lamp life was expired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.